Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia thoracic stent graft was implanted at an unknown date during an unknown endovascular procedure. It was reported that an endoleak type ia was identified at an unknown date. A valiant navion was then implanted to treat the type 1a endoleak . During the procedure, the valiant navion migrated backwards - this happened when balloon dilatation was performed. It was stated that the valiant navion stent graft is located totally inside the valiant captiva. It was said the patient was outside the stent graft IFU but the physician decided to go ahead with the evar with this device. No cause of the event was reported. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
It was reported that the patient was diagnosed with a type b aortic dissection on the (B)(6) 2015 and underwent a tevar on the (B)(6) 2015 due to visceral ischemia where the valiant captiva was implanted with coverage of the entry tear, left subclavian artery coverage and no complications were reported. Follow-up CT angiography on the (B)(6) 2016 showed a small type ia endoleak. There was no significant change the of the position of the stent graft at that time. The aortic diameter had enlarged from 46 mm to 56mm. It was noted that the cause of the endoleak turned out to be that the stent graft had migrated backwards (follow-up CT)'s. The valiant navion that was then implanted on the (B)(6) 2019 did not resolve the leak. The inaccurate delivery of the navion during the intervention occurred during proximal dilation after releasing the stent graft. No additional treatment had been given and open surgery was contraindicated in this patient due to high co morbidity and conservative treatment was opted for. . Latest followup CT angiography (B)(6) 2020, shows type 1a leakage slightly diminished, aortic diameter maximum 70 mm. It was reported when the patient was awoken following the intervention procedure where the navion was implanted, the patient had aphasia. Acute CT of the brain with suspicion of a very early sign of infarction left side frontally. Acute cerebral angiography left carotid artery showed no thrombus/emboli. Follow up CT of the brain (B)(6) 2019 showed an infarction left side frontally, obvious at that time. Currently the patient has no longer aphasia but slight dysphasia. No other sequelae were provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.